Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on two patient samples on an atellica ch 930 analyzer. The quality control (qc) was in range on the day of the event. Siemens remotely assisted the customer and replaced the dilution probe and performed quality control (qc) which recovered acceptably. Based on the siemens evaluation, it is determined that the presence of a clot or fibrin caused falsely depressed na results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed sodium (na) results were obtained on two patient samples on an atellica ch 930 analyzer. The initial results were not reported to the physician(s). For sample identifier (B)(6), the original sample was repeated twice and obtained lower results. For sample identifier (B)(6), the original sample was repeated and obtained lower result. The original samples were then separated into small sample cup (ssc) tube and repeated on the original analyzer. The repeat results on ssc tube recovered higher than the initial results and correlated with the historical patient results. The repeat results on the ssc tube were considered correct however no results were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.